Event description:
It was reported that a flogard infusion pump alarmed failure "38". It is unknown during which step the condition occurred. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. During the alarm log review failure code 38 was identified. This failure code indicated that the force sensing resistors (fsr) was out of calibration. The fsr was replaced to resolve the issue. The pump passed all tests and was returned to the customer in working order.